Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported that during the procedure, there was a loss of power from the console after it had already been started up. Error codes 1205 (cooling water temperature too low) and 1301 (laser power too low) were received. As a result of the event, the procedure was aborted. The patient had been sedated with general anesthesia at the time. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.